Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection revealed that the line was detached from the hansen connector at unit 4. The reported condition was verified. The cause of the condition was determined to be an insufficient gluing of the corresponding line to unit 4 during the manufacture of the set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The issue occurred on an unreported date in 2017. Telephone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While filling a mars kit with an unspecified solution, it was noticed that the connection of unit 4 to the blood dialyzer was partly unglued, which caused the unit to leak (no further detail was provided). The issue occurred prior to use, there was no patient involvement. No additional information is available.